Event description:
The following has been reported: alarming service pump, unable to clear. A preliminary review of the logs could not be performed. The device was returned for an unknown error. The unit had red pump alarms at start up. The unit failed recharge test due to air compressor not functioning properly. Installed an engineering test compressor and error did not occur. The air compressor will be removed and replaced during repair process. No other damage found. Reporting as a conservative measure for the air compressor issue identified during investigation. No adverse effects were reported.